Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criterion medically significant), pain ("pain / stabbing pain"), weight increased ("weight gain"), abdominal pain ("cramping"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") with mood altered, urinary tract infection ("utis") with blood urine present, night sweats ("night sweats") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (removal of essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation, device dislocation, pain, weight increased, abdominal pain, headache, fatigue, anxiety, depression, urinary tract infection, night sweats and ovarian cyst outcome was unknown. The reporter considered perforation, device dislocation, pain, weight increased, abdominal pain, headache, fatigue, anxiety, depression, urinary tract infection, night sweats and ovarian cyst to be related to essure. Most recent follow-up information incorporated above includes: on 6-dec-2016: after internal review the event perforation of organs was considered unanticipated. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs and migration of implant. Consumer had essure removed by surgery 3 years after placement. Both serious events as medically significant. Perforation of organs is unanticipated according to reference safety information for essure while other event is anticipated. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. Based on this information causality between the event perforation of organs and the device cannot be excluded. Regarding event migration of implant interpreted as a dislocation of micro-inserted, it was considered related to essure given event's nature. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B40023) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") with mood altered, urinary tract infection ("utis") with blood urine present, night sweats ("night sweats"), ovarian cyst ("ovarian cysts") and infection ("infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation, she had surgery to remove the essure and surgery to remove of essure implant). Essure was removed on (B)(6)2016. At the time of the report, the perforation, device dislocation, menorrhagia, weight increased, abdominal pain lower, headache, fatigue, anxiety, depression, urinary tract infection, night sweats, ovarian cyst and infection outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, headache, infection, menorrhagia, night sweats, ovarian cyst, perforation, urinary tract infection and weight increased to be related to essure. The reporter commented: need for additional surgery lot no taken from insertion detail.(b40023) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no: b40023) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") with mood altered, urinary tract infection ("utis") with blood urine present, night sweats ("night sweats"), ovarian cyst ("ovarian cysts") and infection ("infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation, she had surgery to remove the essure and surgery to remove of essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, menorrhagia, weight increased, abdominal pain lower, headache, fatigue, anxiety, depression, urinary tract infection, night sweats, ovarian cyst and infection outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, headache, infection, menorrhagia, night sweats, ovarian cyst, perforation, urinary tract infection and weight increased to be related to essure. The reporter commented: need for additional surgery lot no taken from insertion detail.(b40023). Quality-safety evaluation of ptc: ptc global number: 2017-000437. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no lied dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received event menorrhagia was added. Surgery information novasure ablation was added. Reporter information and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no lied dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: the quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs and migration of implant. Consumer had essure removed by surgery 3 years after placement. Both serious events as medically significant. Perforation of organs is unanticipated according to reference safety information for essure while other event is anticipated. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. Based on this information causality between the event perforation of organs and the device cannot be excluded. Regarding event migration of implant interpreted as a dislocation of micro-inserted, it was considered related to essure given event's nature. This case was regarded as incident, since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain"), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") with mood altered, urinary tract infection ("utis") with blood urine present, night sweats ("night sweats"), ovarian cyst ("ovarian cysts") and infection ("infections"). The patient was treated with surgery (surgery to remove of essure implant) and surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, weight increased, abdominal pain lower, headache, fatigue, anxiety, depression, urinary tract infection, night sweats, ovarian cyst and infection outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, fatigue, headache, infection, night sweats, ovarian cyst, perforation, urinary tract infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no lied dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: summons received - new event 'infections' was added. Event pain was updated as pelvic pain female and event cramping was updated as 'abdominal pain lower'. Product implants date was updated. Incident category for the event 'migration of implant' was updated from 'other event' to 'incident'. New reporter was added. Pelvic pain was updated from diagnosis to symptoms for the event migration of implant. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.' Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.